Event description:
Mother of home pt reported the inner door of the homechoice device was wet when cassette was removed, post treatment. There was no pt injury associated with this incident per the home pt's mother.